Event description:
It was reported that following an in clinic visit, the atrial lead was found to be dislodged a week post implant. A procedure to reposition the atrial lead was performed but an adequate signal could not be obtained. The atrial lead was explanted and examined by the implanting physician and a piece of plastic was found in the lead's helix. This was suspected to be steroid material. A new atrial lead was placed during this procedure. The patient was doing well.

Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation, and ¿plastic was found in the lead screw¿. A complete lead was returned in one piece with helix found extended and clogged with blood/tissue and a steroid plug. The full helix extension length was measured within specification. The reported event of ¿plastic was found in the lead screw¿ was confirmed. The steroid plug was found separated from the lead, as received consistent with procedural damage. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.